Event description:
On (B)(6) 2009 the pt reported that 2 months ago approx 20 units of insulin were spilled in the cartridge compartment of the infusion device when the plunger of the insulin cartridge became stuck to the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.